Manufacturer narrative:
This event occurred in (B)(6). Initial reporter's int'l phone number extension is (B)(6).

Event description:
The customer received a questionable phosphorus (inorganic) ver.2 result for one patient sample. The initial result was 10.96 mg/dl and was repeated at the doctor's request. The repeat results were 6.08mg/dl and 6.07 mg/dl. The patient was not adversely affected. The phosphorus reagent lot number was 680928-01 with an expiration date of 06/29/2014.

Manufacturer narrative:
A specific root cause could not be identified. The calibration and qc data were reviewed and all were within the specified ranges prior to the event.